Event description:
A nurse reported that a dull knife blade which also exhibited burrs was noted during surgery. The procedure was completed without delay by using an alternate knife with no impact to the pt.

Manufacturer narrative:
No samples were returned for eval, therefor,e the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to acceptance criteria. Because a sample ws not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the defect "dull with burns on blade" reported by the customer cannot be determined. Some potential causes improper handling, or contact with another instrument before use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and dull cutting eges, are removed from the lot and scraped. No add'l action is required at this time. (B)(4).